Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the loss of connection allegation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was returned and evaluated. The reported event of a transmitter failed error was confirmed via data. A root cause could not be determined.